Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the infusion set site multiple times and after changing the cartridge, the occlusion was resolved. Customer's blood glucose was 208 mg/dl.